Event description:
Boston scientific crm received info that this right ventricular lead pulled back. The lead will be repositioned. No additional info has been provided to indicate that the lead was repositioned or that any sort of intervention was performed.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. Dislodgement with no known surgical intervention.